Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspection found no signs of setscrew marks noted on the terminal pin or terminal ring. Laboratory testing was unable to reproduce the reported clinical observation of high out of range pace impedance measurements, however; in the absence of set screw marks found on the terminal pin or terminal ring indicates good electrical contact may not have been achieved which could have contributed to electrical allegation.

Event description:
--

Event description:
Boston scientific received information that during implant the right ventricular (rv) lead was displaying high out of range pace impedance measurements in different positions. The lead was not implanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.